Event description:
Reporter indicated a vns pt developed constant post-operative left vocal cord paralysis. The paralysis was due to the implant surgery per the reporter. The vns has not been activated, and no further interventions are planned. The vns will not be activated until the pt recovers. The pt did not have a pre-vns history of vocal cord paralysis.